Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced and deployed. After deployment and a partial recapture, a perforation with a pericardial effusion was noted by the anesthesiologist in the transverse sinus area. The procedure was cancelled and pericardiocentesis was completed to treat the effusion. Approximately 300ml of fluid was removed to treat the effusion. There were no further complications, and the patient is expected to fully recover.